Manufacturer narrative:
Natus tech support advice the customer to reseat the connection to high/low intensity switch, which resolved the issue, was resolved on-site. And no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 blue led lights went out. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.